Event description:
It was reported that the patient presented for a routine follow-up in clinic. Interrogation revealed that the right atrial (ra) lead exhibited noise over-sensing which resulted in inappropriate mode switching. Noise was reproducible with arm maneuvers. No intervention or changes were performed. The patient remained in a stable condition.